Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged during patient movement. An inappropriate shock was delivered, as a result of the rate/sense portion detecting the atrial fibrillation in the atrium. An invasive revision procedure was performed. While the rv lead was being explanted, several inappropriate shocks were delivered. The lead was successfully explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.